Event description:
Pt stating that pump (B)(4) (maint (B)(6) 2016) had an error then turned off. Author had pt turn pump back on to get error message and message "service due" appeared. Will send pt new pump to primary address no sig required. No other info available. Did the reported product fault occur while in use with pt: no. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes.